Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified vessel of upper left arm. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. The balloon was inflated three times at 10 atmospheres each inflation for 1 minute. However, during third inflation at unknown pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and that the patient status was good.